Event description:
It was reported that a patient found a hair inside their cassette over pouch. The issue was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a hair was found at the joint in between y-junction and tube of the drain line. Pressure testing was performed with no abnormality observed. The reported condition was verified; however; the cause was undermined. Should additional relevant additional information become available, a supplemental report will be submitted.